Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call drive/motor anomaly on the insulin pump. Customer's blood glucose level was 145 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised their child dropped their insulin pump and it was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.